Manufacturer narrative:
H.6 investigation summary: "material #: 367364. Lot/batch #: 2175426. Bd received 12 samples for investigation. The samples were evaluated by functional draw testing and the indicated failure mode for insufficient flow with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there were air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details patients needed to be restuck. Customer reports that while drawing blood, there will be a "hiccup/skip" in the tube and bloodflow will sometimes stop, causing the need to restick the patient.

Manufacturer narrative:
D.3 common device name: common device name: blood specimen collection device; intravascular administration set. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there were air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details patients needed to be restuck. Customer reports that while drawing blood, there will be a "hiccup/skip" in the tube and bloodflow will sometimes stop, causing the need to restick the patient.